Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Our field service engineer has investigated the reported ventilator on site. The air gas module was replaced to resolve the issue and sent back for investigation. The returned air gas module was tested in a ventilator. It failed the pre-use check with internal leakage test. During ventilation it delivered 30% o2 concentration instead of 60% which lead to o2 concentration low alarm. It was noticed by visual inspection that the filter house has a sign of vaporized liquid. It was found on one of the printed circuit boards inside the gas module that 2 integrated circuits have corrosion/short circuit as well. No further inspection is needed as ingress of liquid can cause short-circuit and can lead to ventilator malfunction. The most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor in the central air gas system/hospital's external compressor. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).